Event description:
It was reported that during pm routine (6 month service), the cardiosave iabp (intra-aortic balloon pump) had short run time, there was no patient involved .

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated feilds: b4, e1 (event site state), g3, g6, h2, h3, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected feild: d5, e1 (initial reporter, event site email), e2, e3 a getinge field service engineer (fse) evaluated the unit and confirmed the reported. The fse replaced batteries during pm repair. The unit passed all functional and safety tests per factory specifications s and released back to service. Root cause of the malfunctioning batteries could not be determined since the batteries were not returned for evaluation as shipping batteries can result in potential hazard.